Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor sleeve recovery was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for poor sleeve recovery with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor sleeve recovery. Bd determined that the root cause of the indicated failure mode was attributed to insufficient lubricant on the non-patient cannula causing the sleeve to not fully recover.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: after use "the sleeve did not return to the right position."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: after use "the sleeve did not return to the right position."